Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect and started to have trouble going to the bathroom two days prior. The patient was ¿having spasm¿ and was having a hard time going to the bathroom and peeing. The ¿stim seemed to be acting up once in a while¿ and the stimulation was set at a ¿low speed.¿ no falls or traumas were reported in relation to the event. The patient had worked 12 hour shifts and wondered if their retention was due to them being tired. The patient had an appointment with their doctor on (B)(6) 2013. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.